Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leakage."

Event description:
Patient reported unknown side "leakage." Also reported "arthritic pain" which was determined not to be device-related. Device has been explanted.